Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose above 600 mg/dl with abdominal pain, blurred vision, polydipsia, polyuria, nausea, symptoms of dehydration, vomiting, rapid heartbeat, labored breathing and large ketones associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was hospitalized with diabetic ketoacidosis and treated with IV fluids, oral carbohydrates and other unspecified treatment. During troubleshooting with customer technical support, it was revealed that the basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 04/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/29/2016 with the following findings: the black box showed a replace cartridge alarm on (B)(6) 2016 at 14:27; deliveries resumed at 17:36. The pump was manually suspended on (B)(6) 2016 at 19:06. A pump reboot occurred while the pump was in ¿suspend¿ mode. The pump was powered back on and deliveries resumed at (B)(6) 2016 09:54. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end of testing, the basal history correctly showed 2.0u and total daily dose (tdd) showed 48.0u. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found and was found to be delivering within required range and delivering accurately. There were no delivery interruptions or errors, alarms or warnings during the investigation. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).